Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years post port placement procedure in the right anterior chest via right internal jugular vein, an x-ray examination was performed and revealed that the catheter was allegedly broken. It was further reported that the distal catheter segment migrated into the pulmonary artery. Reportedly, the port body and the distal catheter segment were removed. The patient is stable now.

Event description:
It was reported that approximately two years post port placement procedure in the right anterior chest via right internal jugular vein, an x-ray examination was performed and revealed that the catheter was allegedly broken. It was further reported that the distal catheter segment migrated into the pulmonary artery. Reportedly, the port body and the distal catheter segment were removed. The patient is stable now.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted at the distal end of the catheter. The distal catheter segment was not returned. The edges of the break were noted to be jagged, and the surface was noted to be rough in one region and smooth on the other region. Therefore, the investigation is confirmed for the reported fracture and material separation and the identified material wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm the reported migration issue was provided for review. A definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted at the distal end of the catheter. The distal catheter segment was not returned. The edges of the break was noted to be jagged and the surface was noted to be rough in one region and smooth on the other region. Therefore, the investigation is confirmed for the reported fracture and material separation issue. However the investigation is inconclusive for the reported migration issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement procedure in the right anterior chest via right internal jugular vein, an x-ray examination was performed and revealed that the catheter was allegedly broken. It was further reported that the distal catheter segment migrated into the pulmonary artery. Reportedly, the port body and the distal catheter segment were removed. The patient is stable now.